Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis on unknown date. Battery cap was cracked. Blood glucose value was low during day time. Customer was visited hospital mostly 2 time in last 2 months. Insulin pump will not be returned for analysis.